Event description:
It was reported that the key-switch and high voltage cable on the 6600 system were damaged. No patient injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The key-switch and high voltage cable were repaired during the service call. The system was tested and found to be working as intended, and put back into service.